Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that when the pouch of bone cement polymer powder was opened, a part of polymer hardened. This surgery was finished with alternative product. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned item shows the packaging was opened and that there is hardened polymer powder attached within the original tyvek pouch. There was also loose polymer within the ziplock return bag. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.